Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support the angiography showed no distal flow, a 14 f peel away sheath was removed, peeled away and flow was restored. The impella was weaned without compromise and explanted. After the device was explanted, 2 perclose singed down however there was bleeding over the access site. The staff used a 1 8 f angio seal as an additional closure measure. The angio seal did not resolve the issue, so pressure was held for 30 minutes, and hemostasis was achieved.